Event description:
It was reported that the insulin pump repeatedly alarmed no delivery during the bolus procedure. The issue was resolved by a complete set change. The blood glucose reading was 115 mg/dl. Explained that the alarm was caused by a possible infusion set or reservoir occlusion. The customer advised that she wanted the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-27974.